Manufacturer narrative:
An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the large suture cut needle driver wire broke during the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable. Failure analysis found additional observation(s) not reported by site: the instrument was placed on an in-house system. The instrument passed the recognition test in-house. A review of the logs showed 10 errors code 31009 "instrument sensors missing. A tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds on patient side manipulator (psm) 1." The instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibited orange discoloration. The corrosion was observed on multiple components of the bearing. The complaint was confirmed by failure analysis.